Manufacturer narrative:
No motor movement or negligible movement. Retries to free a stuck motor failed alarm during the rewind test, problem isolated to the motor assembly. No physical damage noted on the motor assembly during visual inspection. Unable to perform he displacement test, prime test, basic occlusion test, force sensor test and occlusion test due to no motor movement or negligible movement. Retries to free a stuck motor failed alarm. Unable to confirm failed battery test due to pump model does not have a failed battery test. Device passed the sleep current measurement, active current measurement and self test. All currents within specific range. The pump was monitored for several hours and no unexpected power loss or replace battery now alarm noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had a pump error. The customer¿s blood glucose was 135 mg/dl. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will not be returned for analysis.